Manufacturer narrative:
The insulin pump was received with a minor scratched display window, a cracked case at the display window corners, broken battery tube threads, a cracked reservoir tube lip, a cracked reservoir tube, and a missing end cap sticker.

Event description:
The customer called to report that the battery compartment was cracked and the battery cap would not come off. The customer's reading was 161 mg/dl. The customer was advised to discontinue using the insulin pump and to revert to a back-up plan. The customer was advised that the device would be replaced, and was informed to return the product back for analysis.